Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 08/25/2016 that on (B)(6) 2016, the receiver displayed an error message for transmitter failure. No additional patient or event information is available.